Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, the shaft broke when the device was being loaded onto the wire. No complications were reported as the device did not enter the patient's body.